Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (rv) lead was explanted and replaced due to lead body damage. There were no additional patient issues.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to the lead not capturing. Then, while performing the explant, the lead broke apart. There were no additional patient issues.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was received; severed 587 mm from the terminal end. Visual inspection revealed a fracture, coil deformation, lead body damage, insulation abrasion, and insulation tear. Detailed analysis confirmed the outer coil was fractured 260 mm from the terminal pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. The reported loss of capture is likely the result of the lead damage observed by the laboratory.